Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspected main printed circuit board assembly (pcba) is available for analysis and a return good authorization has been issued. At this time, carefusion has not received the suspected main pcba for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays multiple transducer fault errors. The customer performed troubleshooting, but the issue was not resolved. The customer reported the unit does not calibrated and the transducer test fails with irregular ventilation. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An investigation was performed and identified the root cause of the reported issue was due to degraded transducer within the assembly (pt 802). The pt 802 component's measured differential voltage is outside of manufacturer specifications. This issue will be internally investigated within carefusion.